Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 172563: 30 items manufactured and released on (B)(6) 2017. Expiration date: 2022-10-26. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any other similar reported event. Batch reviews performed on (B)(6) 2019. Stem: quadra-h 01.12.20sn cementless, ha coated std stem size 0, short neck (k082792) lot 189854: 77 items manufactured and released on 07-feb-2019. Expiration date: 2024-01-14. No anomalies found related to the problem. To date, 43 items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot 177687: 237 items manufactured and released on 09-apr-2018. Expiration date: 2023-03-23. No anomalies found related to the problem. To date, 220 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and poly-swap 1 month and 5 days after primary. The surgery was completed successfully.